Event description:
Customer reported the system produced a black image during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the isolation transformer connections and replaced the gib and ffb boards. System operates as intended. This MDR is related to ge healthcare complaint.